Event description:
It was reported that patient's valve was removed due to paravalvular leak, which occurred recently as she has had regular echocardiograms over the years since the initial surgery in 1999, and also had a full cardiac catheterization approximately two years ago. Microbiology report has shown no growth on the valve.